Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 2.0 and 1.5. Customer tested today and got a result of 2.0 on lot 243934. This seemed low to her, so she re-tested a few minutes afterward on her new box of strips, lot 247451, and got a result of 1.5. Both tests done with fresh fingersticks. Customer typically has an inr that is much higher, as her therapeutic range is 3.0-4.0 (patient gets blood clots easily).